Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site address was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device (10/3233): a (B)(4) authorized representative evaluated the iabp unit. The fse confirmed the touchscreen was not working because he was unable to enter service mode to calibrate touchscreen. To fix the issue, the fse replaced the touchscreen assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during system check that, the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working. There was no patient involvement reported.

Event description:
N/a.